Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was hospitalized due to peritonitis and had to get his catheter removed. The patient will be moving in-center. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 following an event where he intentionally cut his pd catheter (not a fresenius product) with scissors. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with 5 organisms determined to be susceptible to vancomycin and ceftazidime (genera and species not reported) and a wbc count of 13/mm3. The patient was diagnosed with peritonitis due to a contamination event to his pd catheter involving the accidental cutting with scissors. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1000 mg every 5 days, ip ceftazidime at 1000 mg daily, oral cefalexin at 250 mg three times a day for three days and topical gentamicin cream 0.1% at the exit-site by the outpatient clinic to address the infection. The patient was hospitalized for this infection on (B)(6) 2025 whereas his pd catheter was removed. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was discharged from the hospital on (B)(6) 2025. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was discharged from home therapy on (B)(6) 2025.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was hospitalized due to peritonitis and had to get his catheter removed. The patient will be moving in-center. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 following an event where he intentionally cut his pd catheter (not a fresenius product) with scissors. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with 5 organisms determined to be susceptible to vancomycin and ceftazidime (genera and species not reported) and a wbc count of 13/mm3. The patient was diagnosed with peritonitis due to a contamination event to his pd catheter involving the accidental cutting with scissors. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1000 mg every 5 days, ip ceftazidime at 1000 mg daily, oral cefalexin at 250 mg three times a day for three days and topical gentamicin cream 0.1% at the exit-site by the outpatient clinic to address the infection. The patient was hospitalized for this infection on (B)(6) 2025 whereas his pd catheter was removed. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was discharged from the hospital on (B)(6) 2025. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was discharged from home therapy on (B)(6) 2025.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to nonadherence to aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.